Event description:
I am 72 year old, type 1 diabetic. Have been for 57+ years. For the past 12 years, I've benefitted from an insulin pump and linked cgm sensors to manage my blood sugars. Over the past month, I've experienced two (2) dexcom g7 sensor failures --- in fact, two of the last 3 sensors I've used. The first time I felt it was a fluke. The second time it happened, I believe this has become a pattern. Dexcom itself has failed to support its product. When I requested a replacement sensor, I told them I have no ability to monitor my blood sugars in real time since I have run out of my cgm supplies. Today is friday, and dexcom told me I would have to wait 3-4 business days to receive a replacement, meaning I would have to wait a week until the following friday ! Their replacement policy is very inconsistent, since I have received re-supplies in 2 days time in the past when these same incidents occurred! My (B)(6) supplier (B)(6) ----for these same supplies told me that I have to wait for getting my next resupply order until october 10 ! 14 days from now ! Dexcom is failing to deliver safe, reliable medical devices for diabetics, like me. This puts patients health at risk. My (B)(6) supplier for diabetic supplies is also failing. It is not meeting its timeliness requirements for delivering medical supplies according to their contract with the (B)(6) program. As it stands now, I will not have consistent diabetic cgm sensors for the next 3 weeks. As a result, the risks for hyper- and/ or hypo-glycemic events will increase during this period. I hope these will not result in emergency room visits or urgent admissions to a hospital. I respectfully submit that some action be taken by the FDA in conjunction with the (B)(6) program, to correct these product safety issues and (B)(6) contractual violations. Pt code: 4580. Device codes: 3023, 3015. Reference report: mw5176761.